Event description:
Boston scientific received information that this left ventricular (lv) lead was oversensing and pacing inhibition was noted. The lv lead was programmed off and a chest x-ray was taken showing the lead had dislodged. An attempt to reposition the lead was made and unsuccessful due to blood in the lumen. The lead was explanted and another lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found the outer coils were stretched and all inner coil wires fractured. The damage was located approximately 59 centimeters (cm) from terminal pin and the damage was suspected to be induced during the explant procedure. Laboratory testing was unable to reproduce the reported clinical observations, but did confirm blood was present in the lumen.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.